Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (unsealed original packaging present), unused bulb irrigation syringe present. Visual inspection of the syringe packaging noted an additional sealed tab attached to the unsealed packaging. No additional transparent packaging was present. The seal around the open package was present all the way around, with no gaps or voids indicative of a trapped component. The seal width measured approximately 0.130" at the most narrow point, which exceeded the minimum seal width of 1/8" minimum. Seal strength of the returned package was unable to be determined, as the sample was returned in unsealed original packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿irrigation syringe - bulb type, 50cc this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of phthalates (dehp). Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Single use. Do not resterilize. Do not use if package is damaged. Latex-free. Manufacturer. Sterilized using ethylene oxide. Caution, consult accompanying documents. Authorized representative in the european community. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician.¿

Event description:
It was reported that there was package failure. It was later reported from medicon on 7/3/2018, the package was sealed before the customer opened it. The package paper was doubled.